Event description:
General report received of unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were to be used to deliver unspecified concentration of chemotherapeutic agents. The customer contact reported that the nonvented locking caps on the secondary port on the cassette of the tubing sets were removed and unspecified clave port was connected to the secondary ports. It was reported that the male adapter of unspecified syringes were connected to the clave ports for delivery of unspecified medications. After unspecified lengths of time, unspecified volumes of solutions leaked at the luer connection of the clave port and the secondary port. The solutions that leaked were cleaned up according to the user facility's protocol. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leaks were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issues to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.